Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that her "203, 206, 212, and 233 mg/dl" obtained from her onetouch ultra2 meter was inaccurately high compared to her feelings/normal readings. The reported issue occurred the day before. The patient claimed that her hands started to tremble 4 hours after the alleged issue occurred; however, it was noted that the patient did not receive any form of treatment that was above and beyond her normal diabetes routine. It is unknown if the patient tested while experiencing these symptoms. It would have been helpful to obtain the specific dates/times of the reported results and what activities occurred before she developed the symptoms, such as her activity levels, medications, food intake, and if she has any other pre-existing health condition. It would also be helpful to know how long her symptoms lasted and to confirm if she received any form of treatment of her symptoms. According to the troubleshooting performed with customer service, the meter was miscoded. The csr helped the patient set the meter's code number and also advised the patient to clean her hands prior to testing. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after obtaining alleged inaccurate high meter readings.